Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft catheter allegedly broke during treatment in an occluded artery (slight bend due to aneurysm) beginning from the common iliac to the external iliac. Reportedly, the device was removed without incident and exchanged for another to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed. However, the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: as a result of the investigation and as no sample was returned for evaluation, the complaint was closed with inconclusive results since the reported failure could not be reproduced. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site, the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."

Event description:
It was reported that the vascular stent graft catheter allegedly broke during treatment in an occluded artery (slight bend due to aneurysm) beginning from the common iliac to the external iliac. Reportedly, the device was remove without incident and exchanged for another to complete the procedure. There was no reported patient injury.